Event description:
The reporter indicated the surgeon received a 12.1mm vicmo12.1 implantable collamer lens and noted the lens vial was broken. The surgeon was aware the vial was broken but decided to implant the lens. No symptoms were reported and the icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; break (vial). Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Conclusions: based on the complaint history and work order search, the most probable cause of this event is the lens was damaged during transportation between staar and the distributor or between the distributor and the clinic. Staar recommends to not implant lenses received in a broken vial. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens vial broken. (B)(4).